Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Medical products: vngd cr tib brg; p/n: ep-183440, l/n: 269830. Vanguard cr interlok fem; p/n: 183013, l/n: 558550. Polished finned tib tray; p/n: 141253, l/n: 2010101707. Series a pat; p/n: 184786, l/n: 8750. Foreign: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, due to it remains implanted. The investigation is in process and once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 11456; 0001825034 - 2018 - 11457. Product location is unknown.

Event description:
It was reported a patient underwent initial knee arthroplasty six years post-implantation. Subsequently, the patient experienced stiffness and limited range of motion that was resolved post-operatively. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 11457 - 1.

Event description:
No further event information available at the time of this report.